Manufacturer narrative:
(B)(4)

Event description:
The customer complained of a display issue on 2 accu-chek inform ii meters with serial numbers (B)(4). This medwatch will cover inform ii meter serial number (B)(4). Refer to medwatch with (B)(6) for information on inform ii meter serial number (B)(4). The customer alleged there were lines on the display screen that could interfere with the test results area. There was no visible damage to the display screen or the meter. The meter was fully charged and a reset was performed, however the lines remained. The meter was taken out of service in early (B)(6) 2018 as soon as the lines were noticed. There was no allegation that any results had been misread or misinterpreted by staff. There was no allegation of an adverse event. The device was requested for investigation.

Manufacturer narrative:
The meter was received for investigation and the display functionality was checked. The display had numerous rows of black pixels. The returned display assembly was removed and replaced with a retention display assembly and the meter performed as expected with the new display. A manufacturing issue was determined to be the cause. Lines on the display did not obscure the area where patient results were displayed enough to cause a misinterpretation of patient results.